Manufacturer narrative:
Although requested, the device was not returned for evaluation and a lot number was not provided; therefore, a device history record review was not performed. The trend analysis, risk analysis, and directions for use are considered acceptable with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be conclusively determined; however, user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) may have caused or contributed to the event.

Manufacturer narrative:
The device was not returned for evaluation. Investigation of this event is in progress. A follow-up report will be submitted upon completion of investigation.

Event description:
It was reported that an iol was removed and replaced intra-operatively due to the surgeon noticing a scratch on the optic. The incision was enlarged from 2.4mm to 2.7mm to remove the lens. No sutures were required. Another lens of the same model and diopter was implanted. Additional information was requested, but not received.